Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experiences difficulty walking and return of shaking on an almost daily basis. It was reported that the patient has been told it will take almost a year to regulate it. It was reported that the patient had noticed an improvement during the ¿on¿ times. It was reported that patient increased from half to a whole pill. Patient noted taking a vitamin pill with iron. It was reported that deep brain stimulation was turned on (B)(4), so it has only been on for four months. It was stated that the patient hoped for more improvement within the year.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a return of shaking symptoms. It was stated they were having a ¿terrible day today¿ and having difficulty walking because their feet ¿aren¿t working.¿ it was mentioned that their shaking had returned ¿once in a while¿ in the past when they were in between pills. They did confirm their stimulation was on/ok with their patient programmer. It was noted that they had low aaa programmer batteries but resolved when they switched batteries and were able to connect. The patient was implanted for parkinsonian tremor and movement disorders.